Event description:
It was reported that the gastrointestinal videoscope had a communication error (e315) during set-up for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation could not be confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.